Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found disconnected tubing on fitting 206 of the bsv (blood sampling valve). The fse trimmed and reattached the tubing to fix the leak. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported an uncontained green leak of about 15 ml from the coulter lh750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.